Event description:
The patient was having issues with his recharging system. He had ¿it¿ plugged in last night and this morning a power on reset (por) displayed on the recharger. The ins was ¾ charged and he had charged yesterday, he wanted to top it off. He was aware of the importance of not letting his ins go dead and it was clarified that he did not let the battery go dead. The patient programmer (pp) batteries needed to be changed; however, he was able to successfully clear the por message on the pp which resolved the reported issue. The patient reported on (B)(6) 2014 that he received assistance from his doctor or company representative and his concerns were resolved. The phone call answered his question.

Manufacturer narrative:
Concomitant products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).